Event description:
Device 2 or 2. Reference MFR report: 3006705815-2019-01954.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 or 2 reference MFR report: 3006705815-2019-01954. It was reported the patient was diagnosed with c diff infection and admitted into the hospital. As such, the trial leads were explanted on (B)(6) 2019. The patient was hospitalized to treat the symptoms. Reportedly, the infection has resolved.